Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot# j0519173v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0519173v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was noted that the patient had an appointment on (B)(6) 2013.

Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that an out of regulation (oor) condition was experienced starting on (B)(6) 2013 on the left side implantable neurostimulator (ins). It was noted that the patient got a question mark when he tried to check the device through his clothing, but was able to communicate when checked on the skin. The patient stated they fell about once a day. It was further noted that the patient was receiving electric shocks for about two weeks prior to the report. Patient stated ¿they had to have x-ray¿s taken to see if there¿s any break in the wire.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the therapy impedance was lower than expected. The impedances on contacts 0, 1, and 3 were extremely low (in the double digits); the impedances indicated a short in the system. For the past 2 months, every time the patient turned his head to the right, he felt a shocking on the left side of his body down his arm. The patient¿s therapy was not good.